Event description:
Additional information received indicated the event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported field event of charge timeout was confirmed. Review of device data showed the device had a capacitor charge timeout during a capacitor maintenance charge. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The reported event could not be reproduced and the cause of the charge timeout was unable to be determined.

Event description:
During follow-up, a charge timeout alert was observed. Abbott technical support was contacted and confirmed the event. Device replacement is anticipated to be performed to resolve the event. The event was temporarily resolved by performing a manual capacitor maintenance test which decreased the charge time. The patient was in stable condition.